Event description:
It was reported that prior to starting a da vinci surgical procedure, the orange sticker on the monopolar curved scissors instrument was torn and could be peeled. The surgical staff segregated the instrument to ensure it was not used during the procedure. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument tube extension was broken and missing a .180 x .323 piece at the proximal clevis interface next to one of the keys that mates with the proximal clevis. It was concluded that the damage was likely due to mishandling/misuse. The instrument passed electrical continuity testing. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Failure analysis investigation also found the following additional damages to the instrument: a small fissure was observed in the main tube below the tube reinforcement ring. The distal end of the main tube had various scratch marks exhibiting light material removal. The scratches were approximately .032 - .388 in length and not axially aligned with the tube. The customer reported complaint does not in itself constitute a MDR reportable event. In a fragment-causing failure (such as a cable failure, a broken tube extension etc.) For the mcs instrument, the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument; however, the tube abrasions with material removed, which was found during failure analysis evaluation, could likely cause or contribute to an adverse event, if the failure mode were to recur.